Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-10366. The pt reported, she has experienced heating while charging her ipg since implant. The pt stated, she stopped using the scs system and is now requesting to have the scs system removed. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.